Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their heart rate would drop into the thirties and forties and then go up to one hundred beats per minute and were wondering if anything was wrong with their pacemaker. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.